Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic fowler stephens, shards of what looked like black titanium disengaged into the cavity of the patient. No remedial action was taken. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities noted during the pmv testing. In addition, functional testing found the instrument to cycle without binding. Eleven clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Furthermore; no abnormalities were observed. Inspection of the instrument jaw revealed lubricant on the jaw cams. The material appeared to have been applied properly to the jaw assembly during manufacturing, as the material did not appear to be excessive. Please note that this lubricant is applied on jaws cams to provide smooth firing and to minimize the friction between driver and jaw. The amount of the application may be varying but was acceptable with this instrument. Additionally, this material is approved for patient contact. A review of the device history record indicates the product was released meeting all quality release specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic fowler stephens, while the device is being applied to the spermatic vessels. Shards of what looked like black titanium disengaged into the cavity of the patient. An attempt was made to remove all the shards however it wasn't successful.